Manufacturer narrative:
Philips has investigated this problem. The remote service engineer (rse) inspected the system the remotely and found that the device didn¿t start up. Review of the system log file showed that there was malfunctioning in ups. Upon troubleshooting, rse found that the software loading progress bar stops at nearly 100%, restarted the system but the same problem reoccurred, rse identified the software startup issue. To resolve this issue, fse reinstalled the os application. After that, the system was returned to use in good working order. The codes were updated based on investigation outcome.

Event description:
It has been reported to philips that the system did not start. The system was not in clinical use at the time of the reported event. There was no reported patient or user harm. An investigation into this complaint has been initiated by philips.